Manufacturer narrative:
The permanent cautery hook instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the hook was completely broken and missing from the instrument. It was concluded that the hook breakage may have been due to mishandling. Failure analysis investigation also found instrument's ceramic sleeve was broken and most of it was missing. A piece that is still intact to the instrument measured .120 - .052. In addition, instrument clevis pin was found to be missing on one side of the clevis. It was concluded that the broken ceramic sleeve damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, reported broken hook and the ceramic sleeve damage and missing clevis pin found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that in central processing, a broken hook was indetified on the permanent cautery hook instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.